Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01048. Follow-up identified the patient's scs system was revised. During the procedure it was found both the leads were fractured. The physician implanted two new leads. Additionally, the patient's scs system was programmed successfully in recovery.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01048. It was reported the patient is complaining she is not receiving effective stimulation from her scs system. The patient stated she has a fractured lead. It is unknown how or if the lead became fractured. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.